Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, it was reported the patient suffocated and developed cardiopulmonary arrest (cpa). Cardiopulmonary resuscitation, suction, and return of spontaneous circulation were performed. Clouded consciousness and poor oxygenation were noted; intubation was performed. Antibacterial drugs were administered due to aspiration pneumonia (ap). One-week post-implant, the patient developed disseminated intravascular coagulation (dic) and anuria; continuous hemodiafiltration (chdf) was initiated. Dic and ap improved. Adequate urinary output was noted. Three days later, chdf was removed. Sixteen days post-implant, the patient was withdrawn from artificial respiration successfully. It was noted no higher functional dysfunction was observed after awakening. However, severe delirium due to dementia was noted, management of sedateness was required. Oral administration was unable to resume due to dysphagia function was decreased at high level. One month and two days post-implant, vomiting and cpa were reported. The patient was reintubated. A significant number of intra-portal gas was observed via computed tomography scan; a suspected non-occlusive mesenteric ischemia (nomi) as a complication was noted. It was reported the patient¿s hemodynamics were unstable due to nomi. The physician considered life-saving technique, but difficulty was noted. Subsequently, the patient died. The cause of death was unspecified infection. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient's death.